Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported after 11 days of impella cp support, the left ventricle signal was noted to be above the placement signal and the minimum and maximum flow metrics were equal. Ultimately, the decision was made to wean and explant the impella. The impella weaned with no issues.

Manufacturer narrative:
The investigation for the reported inaccurate high flow issue has been completed. The product and data logs were returned for investigation. Returned data logs showed minor elevation in pump flow in the second half of support; otherwise there no low flows. The motor current waveform remained pulsatile, but spiked briefly during the last 2 hours of support. No relevant alarms occurred throughout the case. Visual inspection of the returned pump revealed a large impeller purge gap and a moderate amount of biomaterial on and around the impeller. No other damage or abnormalities were found. When the pump was run, the flow rate and motor current were elevated, but no alarms occurred. In conclusion, the cause of the inaccurate high flow was ingested biomaterial applying resistance to the pump rotor. Additionally, the pump was observed to have bearing wear due to use beyond design life, but this did not result in a pump failure. This report is being filed as part of a retrospective review of historical records.